Manufacturer narrative:
(B)(4). The device history review for auto endo5 ml, lot #73f1600565 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips were misfiring. The patient's condition was reported as fine.